Event description:
On august 10, 2012, the lay user/ patient contacted lifescan (lfs) alleging her onetouch ultralink meter read inaccurately high compared to her feelings/ normal blood glucose results. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began in the early morning a couple months prior to contacting lfs. The patient reported a blood glucose result of '75 mg/dl' with the subject meter. The patient manages her diabetes with insulin through pump therapy (type not specified). Based on the alleged result, the patient administered self an increased dose of insulin (15 units). A couple hours after that, the patient claims she felt symptoms of rapid heartbeat, shaking and faint. At that time, the patient retested her blood glucose and obtained a result of '50 mg/dl' with the subject meter. The patient did not specify any treatment. At the time of troubleshooting, the cca noted the subject meter was set to the correct unit of measurement. The patient did not have control solution to perform quality control testing. Replacement products were sent to the patient. This complaint is being reported because the patient claims she obtained an inaccurate high reading on the subject meter, administered treatment based on the alleged result, and reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
The meter and test strips involved with this complaint have been returned. The meter was evaluated by lifescan product analysis on august 22, 2012 with the following findings: the meter has passed testing with no faults found. The test strips have not yet been evaluated. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted.

Manufacturer narrative:
Follow-up ((B)(4) 2012)-device evaluation: the test strips involved with this complaint has been returned and evaluated by lifescan product analysis on (B)(4) 2012 with the following findings: the test strip has passed testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.